Event description:
A physician reported the outer plastic of a perforator (ID 261221) came off when pulling out after perforating. The procedure was completed with a replacement product available. No surgical delay reported. According to information provided, it is unknown if any part fell into the surgical site. The perforator was used with emax2plus (anspach).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The codman perforator (ID (B)(4)) was returned for evaluation. Device history record (DHR) ¿ the product ID (B)(4) with lot 6973693 was reviewed and there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The device was returned disassembled, and evaluator could visually detect a shallow weld (proud weld) on the blue sleeve. Instruction for use (IFU) testing procedure was not performed since the unit could not be tested in the as-received condition. Functional testing was not performed because the unit could not be tested in the as-received condition. The unit was found to not meet specifications due to the shallow (proud) weld on the blue sleeve. Root cause analysis - the complaint was confirmed in the complaint investigation. The likely root cause is the shallow weld on the blue sleeve, however an investigation into true root cause for this failure mode is being conducted under a corrective and preventative action (CAPA).

Manufacturer narrative:
Corrected fields: b1 - initially reported: "adverse event and product problem". Corrected to: "product problem". B2 - initially reported: b2: "required intervention to prevent permanent impairment/damage (devices),". Corrected to: <none>.

Event description:
N/a.